Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the issue button was missing after the witness signed in to issue the item. A technical support specialist advised the customer to log out and log back in and confirmed that the issue button was visible. The customer was then able to complete the transaction successfully. The tss stated that the issue was related to product incident (pi) 55845. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user stated that the issue button was not available after the witness signed in to issue an item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.